Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an unknown procedure. The exact event date was not provided. During the procedure, when the physician tried to insert the stent, it could not penetrate through the stenosis and the stent was broken. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.